Event description:
"The article ¿development of catheter-based treatment of patent ductus arteriosus: a medium-sized centre experience.¿ reported the following adverse event(s): four (5.4%) patients showed asymptomatic device protrusion: three patients into the aortic isthmus and one patient into the pulmonary artery (pa). One patient experienced transient severe bradycardia, due to pulmonary air embolism. In a third patient, the ado migrated asymptomatically into the descending aorta and was discovered 12 months later. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.